Event description:
The customer called and alleged a discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.8, laboratory inr: 4.1. Therapeutic range: 2.5 - 3.5. The time between testing was two and a half (2.5) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer's husband reported a discrepant low inratio inr value during testing. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. A root cause could not be determined from the information provided by the customer's husband. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.